Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device returned/ investigation results: repair tech: gpb. Qa: rb. Root cause: emh hp;cable,conn/gun cable damaged. Damaged handpiece cable, there was debris buildup in the handpiece cable no activation of wireless foot pedal in second position water leaking from 360 sterimate/handpiece debris build up in the water filter note: replaced damaged/worn components and recalibrated unit to factory specs. Not enough water was getting to the 360 handpiece/sterimate from the debris building up in the handpiece cable and furthermore the 360 handpiece/sterimate was leaking which was making poor water flow connection to the insert that was making the 360 handpiece/sterimate and insert heat up with not enough water to the insert and the 360 handpiece/sterimate. (Two inserts that were sent in for evaluation and testing they are good, and they are not heating up by the tip or nor is the water warming up coming out of the insert tip). (Sending two new inserts for a precautionary measure).

Event description:
While the customer was using a g310 cavitron 300 series, they allege that the water gets hot and the tip gets extremely hot. No injury was reported from the alleged event.